Manufacturer narrative:
This report is being filed on an international product list 6a52 that has a similar product distributed in the u.s., list number 6d18. Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Additionally, a review for non-conformances and deviations associated with the affected reagent lot was performed. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Testing regarding sensitivity could not be performed since the abbott prism hcv reagent lot expired on 18jan2016. The investigation team tested the customer returned specimen (ID p070615002009) with retained material of prism hcv reagent lot 55289li00 since the complaint lot was expired. The result was non-reactive (0.32 s/co). Therefore the customer's observation was repeated. Additional supplemental testing of the return sample ID p070615002009 was performed by testing liaison diasorin hcv ab, inno-lia hcv score, mikrogen recomline hcv igg and vidas anti-hcv. Liaison diasorin hcv ab and vidas anti- hcv were non-reactive. Inno-lia hcv score detected the bands c1 (+/-) and c2 (+/-) and the result was positive. Mikrogen recomline hcv igg detected the bands core 1 (++), core 2 (+), ns4 (+/-) and the result was positive. Based on this in-house testing the presence of antibodies to hepatitis c virus is not conclusive for the sample in question (sample ID p070615002009), since supplemental testing results were discrepant. Note: only supplemental testing can be performed to evaluate the hcv antibody status since no hcv confirmation assay exists. Since prism hcv reagent lot 55289li00 was used for testing the return sample this lot was investigated regarding sensitivity. A retained kit of prism hcv, list number 6a52-48, lot number 55289li00, (which was used to test the return sample) was calibrated and the calibration met instrument specifications. The positive run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the positive run control were tested. The panels and positive run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9041). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. A review of labeling concluded that the issue is adequately addressed. The complaint issue was a false result for a discreet sample. According to the abbott prism hcv package insert "it is recognized that presently available methods for anti-hcv detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of hcv infection." This information indicates that the assay has not 100 % sensitivity. Additionally, supplemental testing gave discrepant results for the sample in question. Therefore the antibody status is unclear. Based on this data, no product deficiency and/or systemic issues were identified for abbott prism hcv assay. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, no product deficiency or systemic issues were identified for the abbott prism instrument.

Event description:
On (B)(6) 2016, abbott laboratories received a vigilance report sent by the account to the competent authority and manufacturer. The vigilance report stated that the account performed a retrospective review and discovered a false negative abbott prism hcv result on a donor. On (B)(6) 2015 a donor tested abbott prism hcv negative and nat system negative. On 28dec2015 the donor tested roche cobas anti-hcv reactive (coi 9.63, 9.68, 10.35). The archived sample from (B)(6) 2015 was retrieved and tested roche cobas reactive (coi 8.17). Additional testing of the archived (B)(6) 2015 sample generated positive anti hcv elisa, positive immunoblot inno-lia and negative abbott real time hcv-rna results. No components were transfused from the (B)(6) 2015 donation.